Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured during 6th inflation at 20 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR: a gladiator elite was returned for analysis. A visual and tactile examination of the shaft of the device found multiple shaft kinks and exhibited signs of severe focal stretching. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The investigator examined the balloon microscopically and no tears or pinholes were identified. The investigator was unable to test the balloon for leaks as the shaft was kinked and exhibited signs of severe focal stretching which prevented balloon leak testing. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured during 6th inflation at 20 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.